Event description:
It was reported that while in use on a patient, the ventilator stopped cycling. It was reported that the department had been operating on emergency power and that the ventilator shut down within ten minutes after the department had regained regular power, the patient was removed from the ventilator and placed on an alternate ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The diagnostic log was reviewed with the bio-medical engineer. All performed ventilator tests and calibrations were passed and the ventilator performance was verified.